Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the x ray tube was malfunctioning and was replaced. The system was aligned and calibrated and then tested. It was found to be working as intended and placed back into service.

Event description:
It was reported that the system 7700's thermal warning lamp was lit and would not operate as a fluoroscope. There was no adverse patient involvement reported. There was no patient information reported.